Event description:
The patient reported experiencing air bubbles with the last 10 insulin cartridges resulting in elevated blood glucose of 300-500 mg/dl. The patient was able to lower elevated blood glucose by removing air bubbles from the system and bolusing through the infusion device. The patient's normal blood glucose level is 80-120 mg/dl. No further information is available. The patient did not require medical assistance from a healthcare professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside of the untied states. Information contained within this report is all that available at this time. If further information is obtained, it will be provided in the supplement report.